Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hwbbt" error and a "call tech support" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Receiver functional test was performed and passed. Case opened for interior inspection and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause of this issue could not be determined. No injury or medical intervention was reported.